Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device¿s syringe drive or shaft was not coming out all the way-throwing force sensor background test. The event occurred during patient use. There was patient involvement, and no harm adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the plunger cable was not routed properly. The plunger cable was rerouted. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.